Event description:
I became sick from 2005 mcghan gel 330cc breasts implants. Here is a list of my symptoms: depression, fatigue, weakness, lethargy arthritis, hypothyroidism, insomnia brain fog, limb numbness, loss of dexterity loss of balance, failing endocrine system, hormone disruption, temperature intolerance, sensitivity to light, sensitivity to sound, dry skin and hair, candida, ringing in ears, decreased libido, weight gain, autoimmune symptoms, inflammation and night sweats.